Event description:
It was reported that during the procedure, the liner was bent while being reduced. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified high wall, cutouts, and anti rotation scallops have indentations, gouges, and deformation damage from attempted use. High wall rim is confirmed to be bent inwards and tear of poly is noted at edge of bend. Hole piercing is noted through the liner from possible tool use. No other damage was noted. The dimensions that were able to be measured were found in specification. The complaint is confirmed based on the evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.